Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2018-04995. It was reported the patient experienced ineffective stimulation. System diagnostics revealed high impedances on the lead. Reprogramming could not resolve the issue. X-rays revealed possible fracture in lead. Surgical intervention may be taken at a later date to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was explanted and replaced due to high impedances. The issue has since been resolved.